Manufacturer narrative:
(B)(4).

Event description:
Patient presented to the clinic after noise on the rv lead was seen on remote checks. The patient is dependent and the noise was inhibiting pacing for a max of only a few seconds. Noise reversion was activating and would pace appropriately. The noise was recreated with pocket stimulation. Device was reprogrammed. The patient is scheduled for a rv lead revision. Patient had no adverse effects and was unaware of when pacing was inhibited.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that lead fractured was observed. The lead was capped and replaced on (B)(6) 2017. There were no complications before, during or after procedure.